Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was 460 mg/dl. Customer required assistance delivering a bolus to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.